Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that lead migration issue occurred wherein the lead migrated down from the cervical location. Patient denies any traumas or falls. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, setscrew marks were observed on the insertion band electrode and passed all functional testing. The return lead did not identify any anomalies that would have contributed to the alleged issue. No root cause was identified for reported event.